Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient manages his diabetes with insulin - no adjustments. The display on the onetouch ultra meter reportedly was cracked on (B) (6), 2010. The patient did not test on any other meter at the time of concern. On (B) (6), 2010, the patient's blood glucose was high. The patient reportedly was hospitalized and received insulin treatment during his doctor's visit. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. During troubleshooting, the customer care advocate concluded that there was no product misuse. This complaint is being reported because the patient received medical intervention suggestive for hyperglycemia after the product issue began.